Manufacturer narrative:
(B)(4). The evaluation has not been completed. If further information is provided, a supplemental follow-up will be submitted.

Event description:
It was reported that, the touch screen on an 840 ventilator was not working. Although requested, information has not been provided regarding the exact issue being reported. Information as to the area of use when the issue was observed has also been requested and not provided.

Manufacturer narrative:
Covidien reference number:(B)(4). Multiple attempts have been made to try to obtain further information about the issue but no response received from the customer. A supplement report will be submitted if and when new information becomes available.